Event description:
It was reported that the ventricular lead exhibited intermittent loss of capture. Programming changes did not resolve the issue. The patient was doing extremely well and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.